Manufacturer narrative:
(B)(4).

Event description:
It was reported the m106 generator was being implanted into the patient on (B)(6) 2016; however, during implant, the header of the generator on the new device being implanted had broke. Another new device was opened and used and the patient was able to be implanted. The DHR for the complaint m106 generator was reviewed and the device was found to have passed all testing prior to distribution. Additionally, it was noted the device was not broken out of the packaging, but broke when trying to secure the setscrew. The generator is expected to be returned to the manufacturer, but has not been received to date.

Event description:
The generator was received by the manufacturer for product analysis. Analysis is expected, but has not been completed to date.

Manufacturer narrative:
The method code of (B)(4) was inadvertently left off of the initial MFR. Report. (B)(4).

Event description:
Product analysis (pa) was completed for the returned generator. During the visual analysis of the generator, tool marks were observed on the generator case. The tool marks were most likely associated with manipulation of the device during the implant/explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure. Signs of discoloration were also observed on the generator case, which is consistent with adhered remnants of dried body fluids following the explant process. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion, or voids) were noted on the device. The setscrew was not inserted into the header upon receipt. Microscopic analysis was performed on the returned setscrew. The examination showed mechanical wear, suggesting numerous insertion attempts, to the setscrew socket, but no stripped socket or burred/stripped threads. The returned setscrew showed indentation marks on the bottom of the setscrew, which indicates that a lead pin or test resistor were secured with the returned setscrew. The returned septum shows damage on the underneath side, which indicates the setscrew was extracted up into the septum, which may have been a contributing factor in the detachment of the setscrew (backing the setscrew out too far). There were no performance or any other type of adverse conditions found with the generator and the device performed according to specifications.